Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. The overall condition of the inserter suggests heavy usage. Previous investigations found placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage and flatten the tip preventing a functional fit with the implant. The root cause is attributed to misuse. Based on the root cause of suspected misuse, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tip of the inserter was deformed and sticks into implant when inserting.